Manufacturer narrative:
Site reported the lal was explanted from a patient's right eye in (B)(6) 2021. Rxsight's first awareness of the event was on (B)(6) 2021. The device history record for the lens was reviewed. No issues were noted. The lens was been received and is currently being evaluated.

Event description:
Site reported the lal was explanted from a patient's right eye in (B)(6) 2021. Rxsight's first awareness of the event was on (B)(6) 2021.

Manufacturer narrative:
Site reported the lal was explanted from a patient's right eye in (B)(6) 2021. Rxsight's first awareness of the event was on (B)(6) 2021. The explanted lens was returned for evaluation.the lens was cut into multiple fragments. The lens was optically tested, but no issues were noted.

Event description:
Site reported the lal was explanted from a patient's right eye in (B)(6) 2021. Rxsight's first awareness of the event was on (B)(6) 2021.